Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began several months prior to contacting lfs. The patient claimed that on an unspecified day/time, she obtained an alleged inaccurate high reading of "206 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with both lantus and humalog insulin. It is not known if the patient made any adjustments to her usual diabetes management regimen in response to an alleged inaccurate high reading(s) obtained with the subject meter. The patient informed the cca that on an unspecified date/time, within an hour of obtaining what she felt was an inaccurate high reading (result not known) she developed "vision spots, weak legs and felt shaky". It was noted that the patient claimed she had more food and/or drink; however, it is not clear if it was in response to the symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.